Event description:
It was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified ramus coronary vessel. The lesion was 30mm in length, eccentric in shape and progressive. The vessel diameter was 3.8mm. Vascular access was obtained in the right femoral artery. The physician advanced the 185cm 0.014 pt2 guide wire to the distal portion of the lad without any difficulties. A second floppy tip choice pt 0.014 guide wire was advanced through the ramus. Another manufacturer's 3.5 x 33m stent was implanted in the ramus. The guide wire in the ramus was removed. An angiogram revealed the ramus ostium was "jeopardized". Another manufacturer's 2.5 x 20mm balloon was positioned at the ramus and a balloon kissing technique was performed using another manufacturer's 3.5 x 20mm balloon in the lad. An angiogram revealed the ramus ostium had "minimum residual plaque without dissection" and "adequate anterograde flux". The physician decided to remove the guide wire from the ramus. Next, the physician applied tension to the pt2 guide wire in the lad, however, the distal 2cm of the pt guide wire fractured in the distal lad. The pt2 guide wire was removed from the lad. Another angiogram was performed and it was observed that the ramus ostium had "an important recoil". Another pt2 guide wire was advanced into the ramus and a second pt2 guide wire was advanced through the distal lad. Another manufacturer's 2.5 x 18mm stent was successfully implanted using a "t technique" to cover the ramus ostium. No attempts were made to remove the detached wire fragment. The procedure was successfully completed with another of the same device. No further patient complications were noted and the patient's status was reported as "stable".